Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that son had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 485 mg/dl. The customer was treated for high blood glucose with pump by giving a bolus. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer was able to complete pump rewind. Customer was advised that displacement test and manual prime were successful and motor alarm did not recur. Customer was advised to monitor pump.